Event description:
It was reported that during phacoemulsification of the cataract procedure the patient experienced a broken capsule. There was loss of chamber and a vitrectomy was performed. The account stated there was a fracture of the infusion leuer of the tubing device causing loss of fluid/pressure. Customer noticed it when they felt fluid dripping on their hand.

Manufacturer narrative:
Additional narrative information: age at time of event: unknown. Date of birth and gender: unknown. Patient weight: unknown. Ethnicity and race: unknown. The device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Additional narrative: johnson & johnson representative was at the account after the event doing surgery support and did recommendations on technique to prevent the event from happening. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Additional narrative information: device evaluation: no product was returned. 4 images were provided depicting the reported issue. Assessment of the images confirms cracks and breakage of the white irrigation locking luer of vrt-ai tubing packs. The number of packs involved nor the lot number could be confirmed through the images. All devices meet material, assembly, and performance specifications at the time of product release. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Additional narrative information: h9: johnson & johnson surgical vision (jjsv) has initiated a field action related to the veritas advanced infusion packs (p/n: vrt-a/I) due to the potential for the irrigation luer to crack or break. A crack or break of the irrigation luer could lead to reduced irrigation pressure during surgery, associated with an unstable anterior chamber. Complaints will continue to be monitored and investigated. Investigation is ongoing and corrective action will be implemented as appropriate. Device evaluation: this investigation was initially completed with no sample return. The product was subsequently received. This investigation was reopened in order to document the results of product evaluation. 2 opened vrt-ai phaco packs were received within a bag. The lot number cannot be confirmed. A visual inspection of the returned products revealed the white irrigation luer had been cut off from the rest of the product. The white irrigation locking luer was returned with a crack. The reported issue is confirmed. A corrective and preventive action (CAPA) is opened for this issue. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.